Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator went into inoperable condition and stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) verified the event and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A breath delivery (bd) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The bd pcb was installed into a test ventilator for analysis and diagnostic logs were reviewed. An investigation was performed and the product analysis technician reported that the root cause of the reported issue was isolated to an electronic component in the pcb. If information is provided in the future, a supplemental report will be issued.